Event description:
It was reported that pump displayed malfunction code 12 and customer had already reset pump for this malfunction within the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. Pump was confirmed within warranty, customer was informed that pump needed replacement, replacement pump was arranged with shipping details confirmed, storage mode and return instructions were provided, and customer declined to share information about backup insulin therapy.